Event description:
The affiliate alleged the customer reported that two healthcare workers received a burn. The healthcare worker was unloading the processed devices from the sterrad unit. After 30 mins, the healthcare worker touched the processed device and got burned. The second of the two workers received the burn and had discoloration on her left fingers. The worker was not wearing personal protective equipment (ppe) at the time. The worker sought medical attention, but nothing was prescribed. The affiliate stated that the symptoms resolved within the same day.

Manufacturer narrative:
Reference MDR: 2084725-2009-00137.